Event description:
Surgeon reported that the echelon stapler would not staple. Said, "these staplers have been malfunctioning for the last two weeks" opened another stapler and had difficulty with the stapler firing and/or releasing. We went through two echelon staplers and required to open a different manufacturer's surgical stapler to get the job done.